Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) device was explanted due to a battery depletion (bd) code. No additional adverse patient effects were reported. Further investigation revealed that this event was previously reported under the FDA report number 2124215-2023-51099.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) device was explanted for an unspecified reason. No additional adverse patient effects were reported. It is unknown if this device will be returned for analysis.